Event description:
It was reported that this right ventricular (rv) lead appeared to have an insulation degradation where the lead body meets the terminal pin. The lead repair kit was utilized to buttress the affected area during the generator change. This rv lead was surgically repaired and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.